Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, a device interrogation was performed, revealing the battery status mos1. The memory content of the device and the data returned for analysis were inspected. The analysis showed that the ICD automatically activated the safety backup mode, because the device detected invalid memory content during an automatic signature check several times. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the ICD will activate the backup mode to ensure patient safety. Please note, in the safety backup mode the ability of the device to deliver therapies is not affected. In a next step, the ICD was extensively tested. During the tests safety backup mode activation could not be reproduced, however, the root cause could be narrowed down to a defective memory cell. The date of occurrence was not determinable, however, as the review of the manufacturing process did not show any anomalies and the final acceptance test proved the device functions as specified, it is assumable, that the damage occurred after the device shipment.

Event description:
It was reported that the device was in back-up mode. The device was reinitialized successfully. The patient underwent MRI procedure in 2025. The device was explanted. The reporting decision was made based on analysis results.